Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving clonidine (238 mcg/ml, 73.9 mcg/day), bupivacaine (3.3 mg/ml, 1.02 mg/day), baclofen (250 mcg/ml, 80.64 mcg/day) and dilaudid (1.7 mg/ml, 0.52 mg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The rep called to report a confirmed issue with the catheter identified during a normal early replacement indicator (eri) case. During the case, it the hcp was unable to aspirate the catheter. The rep requested assistance in calculating how much time the patient would get drug before they started getting the saline that was in the internal pump tubing of the newly implanted pump. The rep stated that the hcp believed that there was drug in the entire catheter because they were unable to aspirate any amount of fluid from the catheter. The rep confirmed the drug was in the reservoir and they did not perform a back table prime with the new pump. The issue was diagnosed via catheter access port (cap) aspiration. There were no symptoms mentioned.